Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert for low r waves and zero shock impedance. Technical services (ts) reviewed device data and found the most recent power measurement was within normal limits and consistent with normal device behavior. Ts suspected the cause was oversensing of electromagnetic interference (emi) from a cautery procedure and magnet usage that occurred at the same time as the alert. This ICD remains in service. No adverse patient effects were reported.